Event description:
The customer reported that on (B)(6) 2011 an erroneously low cardiac troponin (accutni) result was generated on the access 2 immunoassay system for one patient sample. The result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Multiple retests of the sample, on the same instrument, generated higher accutni values that were above the acute myocardial infarction (ami) threshold and exceeded the assay's precision claims. Quality control results were performing within customer established ranges at the time of the event. No system check information was provided by the customer to date.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer verified the instrument was performing within published performance specifications. No repairs were made. A beckman coulter applications specialist provided instruction to the customer on appropriate reagent storage techniques, as it was identified that the customer was not storing or mixing reagent packs appropriately. Improper reagent pack storage can result in erroneous or erratic assay results. Although the pack handling methods identified have the potential to create erroneous or erratic assay results, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).